Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon wants to obtain advice as to how much to rotate a tmicl lens. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-additional information: the surgeon stated that there is no issue with the implanted lens. This is a corneal issue. Claim# (B)(4).